Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. Customer's blood glucose was unknown. It also reported that critical pump error image was displayed on the screen. Customer was advised the pump requires replacement and to discontinue use of the pump. Customer will return pump for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The device was received with moisture damage on motor assembly.

Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with moisture damage on motor assembly. Product does not meet specification.